Event description:
Patient presented to the physician with an infection at the chest incision site, including swelling, redness, and fluid discharge from the incision. Physician prescribed antibiotics. Physician brought the patient into the or five days later and removed the entire inspire system. Patient will continue the previously prescribed course of antibiotics post-operatively.